Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report shooter scratches the lens. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent slightly upward. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger resulting in a upward plunger position, which could result in the plunger scratching the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately two and a half years. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the injector scratched the lens. Additional information was requested. A questionnaire was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).